Event description:
One hour into the gazyva infusion, the patient got up to the restroom. When he returned from the restroom, he reported that the tubing was leaking. An observable dripping was coming from one of the injection ports of the infusion tubing. The tubing used was clearlink system - continu-flo solution set 2c8537s, lot (10)r22c18192. The tubing was clamped. The leaking tubing and bag of gazyva was returned to pharmacy for replacement tubing. The droplets of the gazyva on the floor were cleaned per protocol by a pharmacy tech. When the new set was available at 1246pm, the gazyva infusion was restarted. The increased length of stay occurred as the spill was cleaned and the tubing on the bag replaced (~20 treatment delay for the patient).